Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. Baxter has completed a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA - (B)(4). Baxter will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) helped the caregiver (cg) to clear the error and informed the mother of the error's meaning. The home patient (hp) would replace setup a start with new cassette and bags. The hp would complete two cycles and 500ml of cycle 3 fill before calling for help to stop therapy early. There was patient involvement. Product surveillance contacted the caregiver (cg) on (B)(6) 2011 regarding the system error 2240 alarm. The cg stated that the issue was resolved, however, the cause of the alarm remained unknown. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per cg, the home patient (hp) did not receive any injury or medical intervention as a result of this incident. The cg stated that the hp was doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.